Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of transmission revealed non-sustained right ventricular oversensing; the patient's implantable cardioverter defibrillator (ICD) was over-sensing post-paced t-waves. Programming changes were discussed no intervention was performed. The patient was stable and would be continued to be monitored.